Event description:
It was reported that during a pci procedure, the maverick2 monorail balloon ruptured at 14atms on the fourth inflation. The lesion being treated was located in the tortuous, moderately calcified distal right coronary artery (rca). The first and second inflations of the balloon were to 12atms. The third inflation was to 14atms. The device was removed; however, a piece of the balloon remained in the vessel. The physician treated it by stenting it to the vessel wall with a non-bsc stent. Pt status is listed as "good".

Manufacturer narrative:
Device evaluation: the device was disposed of by the hospital; therefore, no direct product analysis could be performed. The exact cause of the difficulties experienced during the procedure could not be determined.